Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions.

Event description:
The user facility reported the destination tbv valve leaks intermittently during the case. The patient condition was satisfactory. Revascularization and clot removal was achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide additional. A review of the device history record of the product code/lot# combination was conducted with no findings.